Manufacturer narrative:
Submit date: an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer reports patient is under fed. He should be receiving 1500ml during 11 hours at a rate of 135ml. However, for approx. 3 months, the patient has been increasing the rate to 145 ml and still after 11 hrs food is left in the bag. There was no patient harm.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit under delivers. The unit was triaged and the complaint could not be confirmed; the unit passed all testing. The unit was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. Correction: originally reported as: manufacturer name: covidien, (B)(4).